Event description:
Dräger received an ufr with the following statement: "on october 18th at 09:30, while the patient was using the ventilator, the device suddenly malfunctioned and emitted an alarm sound that had never occurred before. Subsequently, the screen went black for approximately 5 seconds before the machine automatically rebooted and resumed operation." As per report, the users decided to replace the device - patient support was bridged with an ambu bag until another ventilator could be introduced. It was explicitly mentioned that the event did not lead to health consequences for the patient.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: 1. A reboot is the specified behavior to overcome errors/interrupts in the processing of sw routines that cannot be rectified by other measures. The device will briefly power off and back on, the user is alerted to the reboot by a corresponding alarm, and the airway system will be opened to ambient to allow spontaneous breathing. After a typical sequence of 12 seconds, the device will resume operation with previous settings if the reboot was successful. For the particular case, it can be concluded that the error condition was not persistent since it was reported that ventilation was resumed. 2. The primary energy source the device runs on is mains supply. To cover short periods of mains power losses or to enable a patient transport, the device is equipped with an internal battery. With a fully charged battery in good condition the unit can be operated for at least 30 minutes w/o mains supply. The internal battery is subject to wear and tear and shall thus be inspected regularly; the recommended exchange interval is two years. The particular device was manufactured in 02/2020; it is not known when the original battery was exchanged if ever. The IFU emphasizes that the user verifies availability of the battery prior to each use cycle - the power cord shall be removed to check if operation continues. 3. The device is equipped with a primary speaker to announce the audio alarms. The power supply has an integrated buzzer to ensure that a complete power loss can at least be announced audibly - the buzzer is buffered by an independent power source. Proper operation of the primary speaker is being monitored continuously, deviations will trigger an "alarm system failure message" and, further audio alarms will be posted by the buzzer instead. There was no detail in the report which would reasonably suggest that an issue with the primary speaker was present. Following from the aforementioned, dräger postulates that the reported event did not occur in single-fault condition. One contributing factor was a temporary loss of mains power for unknown reason - the specific description of the audio alarm the user observed is a strong indication for the activation of the buzzer. The other contributing factor is that the device was put into operation with a worn or discharged internal battery which could not supply the device with energy. This would trigger the reboot as well as the power loss alarm. A scenario that would cover all aspects would be the following: when the internal power supply temperature exceeds a certain threshold, the supervisor function shuts the power supply off, temporarily to allow it to cool down. Normally, operation will be continued on battery but if the latter is completely worn or depleted, this is not possible and triggers a reboot. Under consideration that this assumption is correct, the case must be attributed to user-related factors: lack of preventive maintenance and failure to follow the instructions of the manufacturer. Other scenarios may however apply instead - a reliable conclusion on the base of the available information level is not possible. It is recommended to have the device checked by authorized personnel and to have it repaired with original spare parts if necessary.